Manufacturer narrative:
Medtronic complaint number: pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the following procedure vaginal hysterectomy, anterior repair with repliform graft, posterior repair with pelvicol and bilateral sacral spinous ligament fixation, tension free vaginal tape and cystoscopy for grade 3 uterine prolapse, grade 2 to 3 cystocele, grade 2 enterocele, grade 2 to 3 rectocele, stress urinary incontinence. Additional implant surgery was performed in (B)(6)2005 where the patient underwent cystocele repair, a high uterosacral vault suspension, rectocele repair and an enterocele repair, an anterior prolift and a posterior prolift for cystocele, paravaginal defect, vault descensus, rectocele, enterocele under general anesthesia. Alleged complications post device implant are recurrent cystocele, enterocele and upper rectocele.